Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 12-jan-2018 with the following findings: during investigation, the black box showed multiple unexplained pump reboots. The battery compartment was undamaged and the returned battery cap was undamaged and able to fit securely. The returned battery cap was fastened and then unscrewed 1/2 turn with no reboots occurring. The ez-prime steps were performed correctly. There were no power interruptions during investigation. The original complaint was unable to be duplicated. The pump's cover was removed and there was no intermittent condition found to the power printed circuit board.